Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit will not charge. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Based on the information provided by the getinge field service engineer (fse), the service was cancelled due to customer error and the issue was issue resolved over the phone. The fse spoke to the cath lab manager, where it was stated that the unit was not completely inside the cart and not plugged into the outlet. It was also confirmed that the batteries were fully charged.